Event description:
Report received from the USA stating that the motor would not power the burr. The device was being used during a knee surgery. No injury or medical intervention occurred. It is unk if a delay occurred during the surgical procedure. The date of event is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of the motor would not power the burr could not be confirmed. The device was evaluated and the reported condition of the motor would not power the burr could not be confirmed. The device passed all tests and no problems were observed. If additional info becomes available, a supplemental report will be submitted.